Event description:
During a training session, it was reported that the device would lock up after operating for some period of time. There was no patient use associated with the event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation/repair. Follow up with the reporter found that the facility biomed reseated the user interface pcb to the display assembly cable to observe proper device operation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.